Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the patient data base was found to be corrupt and was repaired. The 3d scans were then successfully performed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system was not constructing the 3d model properly. While constructing images and building the 3d model, the mobile viewing station (mvs) glitched and all images were gone. The site took a second spin but the navigation system lost view of the imaging system trackers and the image construct caused an error again. All equipment was restarted to finish the case. This resulted in 2 unused hd spins. There was a delay to the procedure of 20 minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence. This event is also being reported under part 803. Supplemental aro information is as follows:¿ and plug in info found on the aro summary log: estimated absorbed dose to patient based on unutilized radiation is 0.155 msv (negligible) 1 - patient total number of people in or unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.